Manufacturer narrative:
Additional information was received on 6/6/2021 and it was reported that the sheath was not being used on the patient. Initially, it was assessed that this was a hemostatic valve separation issue. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on (B)(6) 2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc.product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that blood flowed back from the hemostatic valve when flushed by syringe. There was no break in the hemostatic valve and the hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was a few drops, but the exact amount is unknown. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001352 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. It was reported that blood flowed back from the hemostatic valve when flushed by syringe. There was no break in the hemostatic valve and the hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patients body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was a few drops, but the exact amount is unknown. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. With the information available, this was assessed as a MDR reportable, hemostatic valve separation issue.